Manufacturer narrative:
As soon as the device was retrieved, analysis was performed by I-sens with returned device and retained strips. The measurement precision was evaluated using control solution and all the measured values were within the standard range. The cv% was within the acceptance criteria (below 5%) which was satisfied with the standard at I-sens as well confirming that the device was performing as intended. Thus, it is believed that the meter properly functioned.

Event description:
The patient took a fasting blood glucose test in the morning as usual, and the first result was 'hi'. Directly after took a test and the result was 506 mg/dl. It was still much higher than expected (expects between 190 mg/dl and 240 mg/dl) so she called an ambulance. No treatment was performed on her between the reading taken at home and the ambulance arriving 15 mins later. She had no symptoms consistent with the high readings. When the emts tested her with their bgm (unknown brand), the result was 211 mg/dl which is on par with her usual readings at that time. They treated her with insulin and she remained at home. She is type 2 insulin dependent diabetic. She has no other way to check her blood sugar currently. She will return her meter.